Event description:
The customer's mother stated that whenever a button is pressed on the insulin pump, the display goes blank. The reported blood glucose reading was 246 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display, puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.